Event description:
The clinician reports the implant was inserted (b)(6) 2025 in ADA 3. Details of surgery: Immediate extraction site. On (B)(6) 2026, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Pain, Mobility, Swelling and Increased Sensitivity. No further patient complications were reported.